Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular leading exhibiting elevated pacing impedance and capture threshold values. The physician elected to disable the patient's implantable device. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2020-01633. New information received notes that the patient presented for revision of the right ventricular lead. Conductor fracture was noted during the procedure. The lead was capped and replaced on (B)(6) 2020. The implantable cardioverter defibrillator prophylactically explant and replaced due to its advisory status. The patient's condition was stable.